Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for use error of the device. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that when the angio-seal device was used after the percutaneous coronary intervention (pci), it was difficult to puncture due to high calcification. The assembly was inserted into the artery, but a kink occurred in the assembly. A small incision was made, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. There were no other devices or equipment used with the reported product.